Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: section d4: the UDI herefore is internally verified and will be provided in the follow up report.

Event description:
The following was reported to hamilton medical ag: summary: the report from hospital say: on (B)(6) 2024, a patient named (B)(6) was using a ventilator to assist with breathing, and it was discovered that the ventilator was malfunctioning.